Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x19 rx graftmaster device referenced was filed under separate medwatch report number 2024168-2017-04903.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery. A 2.8x16mm rx graftmaster covered stent was deployed at 15 atmospheres (atm) but the perforation did not seal, as the perforation was discovered to be larger than initially visualized angiographically. Thus, a 2.8x19mm rx graftmaster was deployed at 18 atm, but the perforation was still not sealed for the same reason. The perforation was ultimately sealed via prolonged inflation with a balloon. Each graftmaster stent graft did not leak or have any other device issues, and did not exacerbate the perforation, however, the physician reported that each stent graft did not seal the area it was deployed in. Use of the graftmaster devices reportedly did not cause or contribute to complications or adverse events. No additional information was provided.